Event description:
The following was reported to hamilton medical ag: summary: on a large sdrass, the doctor had a differential of over 70 ml between the vt set and the vte... This was well beyond tolerance, especially when managing an sdrass. He had set the vt at 400ml, the vti was at 400 ml but the vte was at 330 ml. In order to have a suitable vte, he had to add a tele-inspiratory pause of 0.1s or 0.2s. But in managing his patient's sdrass, physiologically, he didn't want to add a teleinspiratory pause.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootause: pressure sensor assembly defective. Correction: replaced pressure sensore assembly. Addtionally: section d4 was corrected.

Event description:
The following was reported to hamilton medical ag: summary: on a large sdrass, the doctor had a differential of over 70 ml between the vt set and the vte. This was well beyond tolerance, especially when managing an sdrass. He had set the vt at 400ml, the vti was at 400 ml but the vte was at 330 ml. In order to have a suitable vte, he had to add a tele-inspiratory pause of 0.1s or 0.2s. But in managing his patient's sdrass, physiologically, he didn't want to add a teleinspiratory pause.